Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Transseptal access was achieved and 7000 units of heparin was administered. The activated clotting time (act) was 200 seconds. A watchman truseal access system (was) was positioned and a watchman flx laa closure device & delivery system (wds) were used. After the was was inserted and an angiogram was performed, a mobile thrombus was noted on the tip of the was sheath. The thrombus was successfully aspirated. An additional 4000 units of heparin was administered. The act was 257 seconds. The flx device was successfully implanted.